Event description:
The customer reported approximately one teaspoon of fluid leaked from the probe, on top and a long side of the tube after analyzing a sample involving the coulter act 5diff cap pierce (cp). The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer indicated patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) rebuilt the aspiration pathway including replacing the syringe, probe, needle, needle wiper, and tubing. The fse also replaced solenoid #11 and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. The fse noted the fluid leaked was diluent; approximately one drop leaked on top of a tube. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).